Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump ran out of insulin and blood glucose went high to 406 mg/dl. The customer stated he was at work and didn't have any supplies with him. Customer stated he was trying to calibrate and the insulin pump would not accept the blood glucose reading. Customer was explained that it was due to the reading being over 400 mg/dl. The customer changed the set when getting home and last blood glucose level was 396 mg/dl.